Manufacturer narrative:
The levels of anticoagulation the day before the event were sub-therapeutic. The site reported the patient is doing well.

Event description:
Berlin heart was informed by the site that a patient implanted on (B)(6) 2020 in the lvad configuration had an adverse event. On (B)(6) 2020, the patient suffered an ischemic cva. On (B)(6) 2020, the patient underwent a successful evacuation of a saddle thrombus at the left carotid origin. A CT scan on (B)(6) 2020 showed multifocal hypo-attenuation within the deep nuclei bilaterally and left temporal region in keeping with infarcts. No intracranial bleeding was found. The device performed as intended at the time of the event, but small strands of fibrin were seen in both the outflow and the inflow valve.